Manufacturer narrative:
Correction: in section h.10 of the previously submitted MDR, sections d.1 and h.1 were incorrectly referenced as the medical device expiration date and device manufacture date.

Event description:
It was reported that bd¿ syringes ls w/red plunger had sterility breach.

Event description:
It was reported that bd¿ syringes ls w/red plunger had sterility breach.

Manufacturer narrative:
Investigation summary: five photos were returned for investigation. Returned photos on plastipak product are not produced by tuas plant. Returned photos on 5ml syringe is produced by tuas plant. No abnormality found on syringe top web printing and no observation that packaging had been cut off. The investigation was not able to confirm the customer experience. Require sample to be returned for further investigation. No DHR could be carried out because no batch number was available.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringes ls w/red plunger had sterility breach.